Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. Add'l info will be submitted in 30 days of receipt.

Event description:
A male with bmi 28.34 kg/mm was enrolled in the study in 2007 with 1-vessel disease. The main indication for the intervention was unstable angina pectoris. The pt's baseline heart rate was 68/min and his blood pressure was 94/62 (mmhg). The lesion initially treated was in the proximal left anterior descending branch. It was type a, native, de novo, ostial, smooth, readily accessible and concentric. The lesion had a reference vessel diameter of 2.5mm and a lesion length of 5mm. Pre-procedure diameter stenosis was 90%. The lesion was pre-dilated with a 3.5x 14mm balloon at 12atm. A 3.0x28mm cypher select plus stent was electively implanted at 16atm with satisfactory results. The stent was post-dilated with a 3.0 x 12mm balloon at 12atm as it was not fully expanded and there was insufficient flow. Post-procedure, diameter stenosis was 0. During the one-month follow-up phone call, the pt complained of angina pectoris.